Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm and thought that the pump was not delivering insulin during the night. The customer's blood glucose (bg) level was 339 mg/dl and insulin injections were administered. The bg level had lowered. The customer changed the cartridge and infusion set. Tandem customer technical support (cts) reviewed the pump t:connect data and the basal insulin was shown to have been delivered during the night. Cts had performed a system check using the current supplies on the pump and the pump was found to be functioning as expected.